Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that, post procedure hardware failure was identified on the anterior column of spine. Acute right lower extremity pain that starts in the ankle and radiates up into leg. Reports difficulty ambulating. Computed tomography performed on 8 july found fracture of superior s1 vertebral body, nondisplaced sacral alar fracture involving left s1 screw, periprosthetic lucency surrounding right s1 screw could relate to loosening, anterolisthesis of l5 on s1 ~ 8mm. Nonspecific fluid within the posterior paraspinal soft tissues. Reported adverse event was possibly related to study procedure (index surgery) possibly related to study device. Adverse event resulted in usage of concomitant medication. Additional surgery. Patient was hospitalized from (B)(6) 2024. Additionally, physical therapy and diagnostic tests were performed. Additional surgery was performed was (B)(6) 2024. Outcome of adverse event was recovering/resolving. Additionally doppler diagnostic test was performed on (B)(6) 2024. Duplex test results show negative right lower extremity. No further complications reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 55840008580, serial/lot #: unknown, UDI# (B)(4). Product ID: 55840008540, serial/lot #: unknown, UDI# (B)(4). It was unclear which of the reported screws in the event were malfunctioned, hence MDR has been submitted for all the reported screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The adverse event end date was 16/jul/2024.